Event description:
Per the clinic, the patient developed a sore around the implant site due to the external magnet. The patient was prescribed oral antibiotics on (B)(6), 2014, and the issue was resolved.

Manufacturer narrative:
(B)(4). Device not available for analysis.